Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an arthroscopy procedure, the t2 implant of two (2) fast-fix 360 remained inside the handle. The t1 implant was successfully removed with a grasper. Surgery was completed with a smith and nephew back-up device instead. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: part of the reported device was received for evaluation. A visual inspection revealed that four devices were received together in a single box with the batch number 2136073 on the label. Three devices are 72202467, fast-fix straight needle. Once device is a suture cutter 7209084. The t1, t2, and suture were not returned for any of the fast-fix devices. Two of the actuators are in the pre-t2 position. One actuator is in the pre-t1/post-t2 position. All four devices have bio debris present. A functional evaluation was performed on the returned device and found all three fast-fix devices will cycle as intended. The suture cutter cannot be tested due to its clogged tube tip. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time. H11: corrected information in h6 (component code).